Event description:
It was reported by service report that the bed had no power. It is unk if there was pt involvement; however, no adverse consequences were reported.

Manufacturer narrative:
Electrical problem - exposed hot wires from damaged power entry module shorted out bed's power.